Event description:
On (B)(6) 2013, the customer was opening a packaged device when the device sprang out of the package and the needle part of the device penetrated and injured their right eye. On an unk date, surgery was performed on the eye to clean out the blood clot and suture the repair of the retina of the injured eye.

Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation a supplemental will be completed and potential root cause will be determined.